Event description:
It was reported that the charging cable was bent and the ilet charger was not providing sufficient charge, and the user also reported intermittent difficulty unlocking the ilet that was not reproducible during the call; the user performed a full supply change and uses an inset 23" 6 mm. Symptoms included dizziness, fatigue, and generalized body aches associated with hyperglycemia up to 400 mg/dl persisting for about 24 hours, with alerts for levels above 300 mg/dl for over 90 minutes. Outcomes included no use of backup therapy, no ketone testing, and no professional medical intervention or assistance. Investigation included remote troubleshooting guidance regarding proper unlocking technique and follow-up call attempts. Investigation of this case revealed a damaged charging cable resulting in inadequate charging and an unconfirmed report of an unlocking issue that resolved during the interaction. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling damage to the charging cable with an unconfirmed device performance issue for unlocking.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.